Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The treatment for the peritonitis included intraperitoneal injections of gentamicin and vancomycin (dose and frequencies not reported). It was not reported if patient recovered from the peritonitis event. The action taken with dianeal and extraneal therapies were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.